Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed the patient-side occlusion test at a pressure of 13.220 psi during annual pm. A pressure calibration reset was performed, but the issue persisted. Both pressure sensors were replaced, and the device was recalibrated, but failure continued. There was no patient involvement.